Event description:
It was reported that in-stent restenosis occurred. There was in-stent restenosis of two 6 x 120 mm eluvia stents and one 6 x 60 mm eluvia stent. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). A lateral approach was used to gain access to the lesion using a 7fr sheath and .014 non-bsc guidewire. During the procedure, two passes were successfully made in blades down mode. During the third pass in blades up mode, the device lost rotation and was difficult to advance. Blades down mode and rex mode were used to continue the procedure. The blades made a strange noise after passing through a stent and the guidewire became locked within the device. The guidewire was difficult to remove despite not being damaged. The jetstream was removed without rex mode as it was not working. Upon inspection of the jetstream device outside of the patient, there were no visible defects noted. There were no patient complications reported. A drug coated balloon was used to treat the in-stent restenosis.